Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When the doctor opened the vizigo¿, he noticed that the valve was badly positioned, it must have come off. Therefore, they took another vizigo¿. When they compared both, they clearly saw a difference. The surgery was not delayed due to the reported event. The procedure was successfully completed. There were no patient consequences. Additional information was received on 20-jul-2022. It was reported that the valve was not attached inside its tip. The valve was just detached but did not break into several pieces. The valve was detached when the packaging had been opened. The sheath was not being used on the patient. The vizigo¿ sheath was not inserted into the patient; therefore, no air entered the patient¿s body.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 14-sep-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When the doctor opened the vizigo¿, he noticed that the valve was badly positioned, it must have come off. Therefore, they took another vizigo¿. When they compared both, they clearly saw a difference. The surgery was not delayed due to the reported event. The procedure was successfully completed. There were no patient consequences. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles is performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record (DHR) review was performed for the finished device 50000122 number, and internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on (B)(6) 2024, it was noted that the following statement needs to be corrected on the 3500a follow up report (B)(4). Old statement: ¿a device history record (DHR) review was performed for the finished device 50000122 number, and internal actions related to the complaint were found during the review.¿ to correct statement: ¿a device history record review was performed for the finished device 50000122 number, and no internal actions related to the complaint were found during the review.¿